Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a red, bumpy rash underneath the lifevest. The patient was given an unknown prescription from his physician. During a follow-up the patient reported that the rash was improving.